Event description:
Reporter alleged that advantage blood glucose test strips were labeled with an expiration date of 09/2008, and missing the digits that make up the day portion. The manufacturer's batch records show the actual expiration date to be 02/28/02. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.